Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to interact with the device. There was no information available regarding any adverse impact on the customer's blood glucose level. The pump, which was within warranty, was replaced. The customer was informed about the replacement process but declined to share details about backup insulin therapy. Technical support confirmed the customer's shipping address, provided storage mode instructions, and instructed the customer to return the problematic pump within 10 days using a pre-paid label and return box.